Manufacturer narrative:
The changes are as follows: b.3. Date of event: (B)(6) 2019. H3 other text : see. H.10.

Event description:
It was reported that detaching issue occurred before use with a unspecified bd pen needle. The following information was provided by the initial reporter, "spontaneous call from the pt who reports that since she has started using the bd pen needles that she has had same difficulty detaching her pen needles from the tymlos pen. We no longer carry any other brand pen needle than bd and the novantis brand. Pt states that her pen needle is stuck on her tymlos pen and she cannot take it off. No add'l info provided. Unk if any doses were missed or any adverse event occurred, per event. Needle is on hand stuck to the tymlos pen. Reported to (B)(6) by pt/caregiver."

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (07/11/2019). Medwatch # mw5087722 . There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that detaching issue occurred before use with a unspecified bd pen needle. The following information was provided by the initial reporter, "spontaneous call from the pt who reports that since she has started using the bd pen needles that she has had same difficulty detaching her pen needles from the tymlos pen. We no longer carry any other brand pen needle than bd and the novantis brand. Pt states that her pen needle is stuck on her tymlos pen and she cannot take it off. No add'l info provided. Unk if any doses were missed or any adverse event occurred, per event. Needle is on hand stuck to the tymlos pen. Reported to (B)(6) by pt/caregiver."